Event description:
Caller reported a malfunction on pump, with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on customer¿s blood glucose level. Customer was assisted by technical support in resetting pump, and the malfunction did not recur after reset.